Event description:
It was reported that during inspection at the manufacturing facility, the device had a loose o-ring. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.